Event description:
It was reported that the burr stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon rotation and was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is good.

Event description:
It was reported that the burr stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon rotation and was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the device found that the burr was stuck on the spring tip of the rotawire and was unable to be removed. There was no other damage to the device.